Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and the sheath was leaking fluid due to a defective valve. No dislodgments or damages were noted on the hemostatic valve, brim cap, or hub. The sheath was exchanged to a like device. The procedure was completed without patient consequences.

Manufacturer narrative:
On 31-mar-2026, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and the sheath was leaking fluid due to a defective valve. No dislodgments or damages were noted on the hemostatic valve, brim cap, or hub. The sheath was exchanged to a like device. The procedure was completed without patient consequences. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j procedures. Visual analysis revealed no anomalies on the device: valve, brim cap, and silicon ring were in its place. Microscopic examination on the valve was observed in normal conditions. Additionally, a back pressure test was performed, and no leakage was observed on the valve. A device history record evaluation was performed for the finished device number 60000764, and no internal actions related to the reported condition were identified. The valve leakage issue reported by the customer could not be replicated during the investigation. Other circumstances may have affected device performance. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).